Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The image processor board was replaced, the hard-drive was formatted and the software and files were re-loaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would overlap images. No patient injury was reported.